Manufacturer narrative:
(B)(4). The device sample was not returned for eval at the time of this report.

Event description:
The clinician alleges that when opening the packaging for the blade; it was noted that part of the product was broken into pieces. Another device was used without issue.